Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that end user smelled rubber burning during use. Unknown patient involvement was reported.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation but was inspected and tested by a vyaire factory-trained biomed. During testing, the device passed all functional and visual inspections and operated for several hours without reproducing the reported issue. A 2k pm was performed and returned the device to normal operation. The biomed also noted that the reported issue may have resulted from user error.